Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: conclusion summary: on (B)(6) 2017, it was reported that during surgery, the handpiece started to work normally, then after a while it stopped working by itself because of the low engine speed. It also stopped when it touched the skin while being used. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the electric dermatome by medicrea on november 6, 2017 revealed that the motor was corroded and did not operate within motor speed specifications. The power cord was damaged and the control bar did not conform to the input tests. Repair of the electric dermatome was performed by medicrea on november 15, 2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, plug harness assembly, seal/strain relief and control bar. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was corroded and did not operate within motor speed specifications. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was corroded and did not operate within motor speed specifications. The root cause of the reported event was due to the corroded motor. The issue was resolved with the replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, plug harness assembly, seal/strain relief and control bar. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the dermatome handpiece stopped working. The surgery started out with the handpiece working normally. After a while of use, it stopped because of the low speed of the motor. It also is reported that it stopped when touched to the skin. No adverse events were reported as a result of this malfunction.